Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a former ilet user experienced recurrent low blood glucose while using the device and perceived that insulin delivery continued during low readings, leading the user to discontinue therapy and express interest in a tubeless insulin pump. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a device-use assessment and review of control logic, with education provided that the ilet reduces insulin delivery at lower glucose levels. Investigation of this case revealed no confirmed device malfunction, and the device behavior was consistent with design features that scale back insulin during low or declining glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear.